Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to remove the inspiratory module, check the flow sensor connection and the analog interface (ai) printed circuit board (pcb), than if necessary, replace the breath delivery (bd) printed circuit board (pcb). Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator had a ventilator inoperable condition. Patient involvement information was not provided by the customer.